Event description:
Clinic notes were received for review at manufacture reporting a vns patient who was having over time an exacerbation of their seizures. They were not having convulsing seizures but small seizures. Their vns generator was displaying 5 months till at expected end of battery life. The patient has been referred to a generator replacement. It is unknown if the patient's seizures reported are above or below their prevns seizure rate. The site is relating the cause of their seizures to clinical eos of their generator. Good faith attempts thus far to attain additional information have been unsuccessful to date.